Event description:
It is reported that a blood leak was observed on the tubing near to the exit site. The catheter was implanted in (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.